Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported there was "pacemaker lead failure". Additional information obtained reported the atrial lead had fractured however the failure of the ventricular lead was not known. The leads were explanted and replaced. No patient complications have been reported as a result of this event.